Event description:
Per tm: sr8 is not giving accurate readings both when using a sherlock sensor and when using a probe.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.